Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer blood glucose level was 150 mg/dl. Customer stated that the reservoir compartment was chipping and the damaged occurred on the reservoir compartment. Customer stated that the retainer ring was able to lock in place but reservoir dose not fit well. The customer was not assisted with troubleshooting. The device will be return for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.